Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services powered the baton on and manipulated the cable and neck without being able to induce failure. The cable was found to be noticeably worn. The baton was replaced and the returned baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, when the cable was moved the whole picture was lost. A delay in the procedure of unknown duration occurred as a back-up glidescope was obtained. No harm to patient or user was reported.